Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous left superficial femoral artery. The 5.0 x 60/80 sterling balloon dilatation catheter was advanced to the lesion. Upon the first inflation, the balloon ruptured at 11 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as 'good'.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous left superficial femoral artery. The 5.0 x 60/80 sterling balloon dilatation catheter was advanced to the lesion. Upon the first inflation, the balloon ruptured at 11 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as 'good'.

Manufacturer narrative:
Device evaluated by MFR: microscopic inspection of the returned device revealed a longitudinal tear located from the middle of the balloon to the distal end of the balloon. A thorough inspection of the remainder of the device revealed a shaft kink near the proximal end of the balloon tear. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).